Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated their patient was in the rewarming phase on the arctic sun device. The patient was not due to start rewarming until 1330 tomorrow. Nurse was not sure how it switched over and was wondering what may have caused it to. They had switched it back to cooling and resumed. Nurse asking if they need to add 2 hours to the duration. Nurse also states patients' temperature had increased to 34c. Water temperature was now back down to 16-18c, does this look okay and how long will it take the patient to cool back to target. Informed nurse the only way it would have swapped to rewarming is if the cooling duration was completed or the start button next to the rewarming was manually selected. Informed nurse they would suggest discussing with the provider if they would like to add the additional 2 hours back to the cooling duration. Confirmed the water temperature was very cold to try to cool the patient back to the target temperature. The device will cool the patient as quickly as possible but how long it takes can vary from patient to patient. Nurse will monitor the patient temperature and call back with any issues.

Event description:
It was reported that the nurse stated their patient was in the rewarming phase on the arctic sun device. The patient was not due to start rewarming until 1330 tomorrow. Nurse was not sure how it switched over and was wondering what may have caused it to. They had switched it back to cooling and resumed. Nurse asking if they need to add 2 hours to the duration. Nurse also states patients' temperature had increased to 34c. Water temperature was now back down to 16-18c, does this look okay and how long will it take the patient to cool back to target. Informed nurse the only way it would have swapped to rewarming is if the cooling duration was completed or the start button next to the rewarming was manually selected. Informed nurse they would suggest discussing with the provider if they would like to add the additional 2 hours back to the cooling duration. Confirmed the water temperature was very cold to try to cool the patient back to the target temperature. The device will cool the patient as quickly as possible but how long it takes can vary from patient to patient. Nurse will monitor the patient temperature and call back with any issues.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A root cause could not be definitively identified. The patient was not due to start rewarming until 1330 tomorrow. Nurse was not sure how it switched over and was wondering what may have caused it to. They had switched it back to cooling and resumed. Nurse asking if they need to add 2 hours to the duration. Nurse also states patients' temperature had increased to 34c. Water temperature was now back down to 16-18c, does this look okay and how long will it take the patient to cool back to target. Informed nurse the only way it would have swapped to rewarming is if the cooling duration was completed or the start button next to the rewarming was manually selected. Informed nurse they would suggest discussing with the provider if they would like to add the additional 2 hours back to the cooling duration. Confirmed the water temperature was very cold to try to cool the patient back to the target temperature. The device will cool the patient as quickly as possible but how long it takes can vary from patient to patient. Nurse will monitor the patient temperature and call back with any issues. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.